Event description:
Reporter alleged the customer received the results of 463 mg/dl, 180 mg/dl, 79 mg/dl, 55 mg/dl and 294 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he gave the customer insulin based on the high reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.